Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Please note that previous medwatch reports for this product may have been submitted for the manufacturing site arjo hospital equipment ab (under registration #9611530). As of 2014 that number was de-activated due to the site no longer shipping product to the USA. From 2014 and going forward complaints related to these products are to be handled by arjohuntleigh ab's complaint handling establishment and any medwatch reports will be submitted under registration #3007420694. An investigation was carried out into this complaint. After review of the reportable complaints registered during the last 5 years for concerto and basic, one other record was found where the stretcher was incorrectly fixed by the customer and resulted in patient's fall. Comparing to the total number of over (B)(4) devices sold since 1999, the complaint ratio with this failure mode is considered to be very low. Arjohuntleigh has received a customer complaint where it was reported that after completing the shower, the resident was rolled on her side to dry her back with a towel. Upon drying, the side support released and the resident fell to the floor. In effect, the resident was taking to hospital, where 4 stitches were applied for laceration. The device was examined by arjohuntleigh representative who found it to be in poor condition. The side rail clips were attached to stretcher that has been torn away and was replaced with a piece of wood. This would constitute user error as a root cause of this event. As per device labelling, in the foreword of the instruction for use (IFU, document number 04.ba.05/2us,ca dated on june 2007), delivered with every device: "arjo strongly advise and warn that only arjo designed parts, which are designed for the purpose, should be used on equipment and other appliances supplied by arjo, to avoid injuries attributable to the use of inadequate parts. Unauthorized modifications on any arjo equipment may effect its safety. Arjo will not be held responsible for any accidents, incidents or lack of performance that occur as a result of any unauthorized modification to its products." What is more, there is certain obligation for the caregiver to perform actions to ensure that the product remains within its original manufacturing specification. "Continuing to use this product without conducting regular inspections or continuing to use this product when a fault is found will seriously compromise the user and residents safety." Faulty device should be immediately taken out of service and not used with the patients. Additional factor that contributed to this event was the patient position. The instruction for use gives safety warnings: "make sure that the resident is lying/sitting in the middle of the stretcher with their arms on the chest." "If the resident's position is not in the middle the concerto/basic may tip over causing serious injury to the resident and the caregiver." The resident was rolled onto the safety side, what caused the wrongly attached catch to release. In normal use with a correctly functioning device, releasing the safety catch is not likely to take place. The following mitigating actions (referred to the instruction for use) need to be omitted by the device operator to arrive at a situation where a patient is at risk: the pre-use (during-use) checks performed according to the IFU, service performed according to preventive maintenance schedule, positioning the resident in the center of the stretcher. The failure mode at hand is in line with unapproved modification of the device as well as not making sure the patient is positioned correctly on the device, therefore user error could not have been ruled out. Our investigation shows that if the IFU safety warnings are followed, it will not lead to any patient or caregiver risk. The device was out of the manufacturer's specification at the moment of event. It was being used for patient care at the time of the event - and in that way contributed to the event.

Manufacturer narrative:
Please note that previous medwatch reports for this product may have been submitted for the manufacturing site arjo (B)(4) ((B)(4)). As of 2014 that number was de-activated due to the site no longer shipping product to the USA. From 2014 and going forward complaints related to these products are to be handled by arjohuntleigh (B)(4) complaint handling establishment and any medwatch reports will be submitted under registration (B)(4). The device was assessed by arjohuntleigh representative who noticed that the shower trolley was not in good condition. The liner had tear in corner, side rail clips were attached to board that has been torn away and replaced with a piece of wood. The rust on base and the plastic frame was detected. Additional information will be provided upon conclusion of the manufacturer's investigation.

Event description:
On (B)(6) 2016, the resident had completed her shower in the shower trolley and the caregiver had rolled resident on her side to dry her back off with a towel. Upon drying, the side trolley handle released and resident fell to floor. Nursing staff and paramedics were called and she was taken to ER. The patient sustained laceration above right eye requiring 4 stitches.